Event description:
A vaxcel implantable port was placed for therapeutic purposes on an unk date. The port was in place during the course of chemotherapy treatment. Upon flushing the port, the complainant experienced an unusual sensation around the clavicle. The pt no longer required chemotherapy, therefore, the port was explanted (date unk). During the explant, it was noticed the port catheter had fractured in two locations, one was located around the hub and the other was distal to the clavicle. The port was successfully removed without complications. The complainant reported that there was no adverse effect on the pt as a result of the reported procedure.

Manufacturer narrative:
This device is currently being evaluated by the manufacturer. Following completion of the engineering evaluation, should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.